Event description:
It was reported that after removal of the protective sheath from the 2.75x23 mm vision stent delivery system (sds), a kink in the proximal end of the shaft was observed near to the indeflator connection. The device was not used on the patient. A new sds was used successfully to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided. Device analysis revealed the proximal shaft of the stent delivery system was separated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported kink was confirmed. Additionally, the hypotube was separated distal to the edge of the strain relief tubing. Based on the returned device analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have caused or contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.